Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 124cm from the proximal end of hub. Introducer was received zipped without damage. The gripper and the embolic coil were found without damage additionally no obstructions or damage was noted on the purge hole of the gripper. Using a lab sample syringe 635-002, the orbit system was purging on the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as failure to detach coil was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Event description:
During the coil embolization of a pcom aneurysm (3.5*5.4mm/neck width is 3.87mm), the fourth coil orbit coil (637hf0204/15839955) did not detached, and afterwards another attempt was made, but still failed. Finally, the coil was withdrawn and changed to a new coil to complete the procedure. No adverse event occurred. Prior to the event, the aneurysm was to be filled with coil and assisted with stent technology, and the (mc) microcatheter was placed and 3 coils were successfully positioned. The device that did not was returned for analysis. No further information has been received, although multiple attempts were made.